Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market 1,008 units of this code batch. There are no units in stock. Checked this closed sample and there is a hair in the primary package as can be seen in enclosed picture. This is an accidental and isolated case produced during the packaging process in the manufacturing line. This unit should have been discarded. Remarks: note of this incident is taken, it is considered an isolated and accidental case. Involved personnel will be warned about this issue. Final conclusion: we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that there was a hair in the pack.